Event description:
A few quality control (qc) samples failed on one of our roche cobas c501 chemistry analyzers on (B)(6) 2023. A problems ticket was submitted to roche, and the problem was identified due to a worn rinse tube. All impacted patient samples were repeated, and a total of 15 patient reports were corrected. Examples of the corrected results are shown below: patient 1- creatinine: initial report 0.19, corrected report 0.63. Patient 2- hemoglobin a1c: initial report 6.4, corrected report 5.3. Patient 3: lipids panel: initial report (cholesterol 75, ldl 13, non-hdl 34), corrected report (cholesterol 145, ldl 83, non-hdl 104) patient 4: alt: initial report 107, corrected report 20. Roche was requested to investigate this issue as the most recent preventative maintenance (pm) was performed by roche on (B)(6) 2023. However, a no-fault conclusion has been reached despite wrong patient results being reported. Investigation summary from roche is listed below: (B)(6) found a worn rinse tube that was the suspected issue. Replaced the entire rinse tubing bundle as this was due to be preventatively replaced at next pm. Verified resolution of issue by running a precision, qc, and patient comparison with other c501 module. We believe that both of these issues were singular incidents and were not the result of pm or maintenance activities not being done correctly or completed appropriately. ("Both" is used here due to a separate roche instrument failure insure at (B)(6) main campus. A separate report has been submitted) based on our current information, we cannot prevent such instrument failure from happening again before any patient impact/harm. If all maintenance activities and pm have been performed correctly, we would expect accurate patient results from an FDA approved ivd medical device. Reference reports: mw5146190, mw5146191, mw5146192.